Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the insulin pump had a blank screen and alarmed a failed battery test alarm. Customer's blood glucose was 140 mg/dl. Customer reported the device alarmed a weak signal alarm prior to the blank display. Customer reported the battery cap had a brownish discoloration. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was monitored and no blank display anomalies, failed battery test alarms, unexpected low battery or weak battery alarms were noted. No damage on the lcd isolation tape noted. The insulin pump powered up properly after battery installation and the operating currents are within specifications. However, the insulin pump was received with corroded battery cap contact. The insulin pump had minor scratched lcd window.